Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: the glue like liquid stretches within the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes d10: returned to manufacturer on: 28jun2023 h6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, it was observed that upon pulling the plunger there is stringing of silicone between the roof of the barrel and the stopper caused from excessive silicone within the barrel of the syringe. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Potential root cause for the excessive silicone defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with bd precisionglide¿ needle experienced foreign matter, contaminated. The following information was provided by the initial reporter: the glue like liquid stretches within the syringe.